Event description:
It was reported to philips that intermittent exposure was not possible due to a suspected tube rotor issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service restarted the device to temporarily resolve the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).